Event description:
Note: this report pertains to three devices used during the same procedure. Refer to manufacturer report #s 3005099803-2014-01845, 3005099803-2014-01846, and 3005099803-2014-01847 for the associated device information. It was reported to boston scientific corporation that three resolution clip devices were used in a procedure. (Exact date unknown). According to the complainant, during the procedure, three hemostatic clips grasped and locked onto tissue; however, the clips failed to release from the catheter. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. The control wire was separated per design. A kink was noted in the control wire. It was also noted that the sheath grip was detached from the oversheath. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
Note: this report pertains to three devices used during the same procedure. Refer to manufacturer report #s 3005099803-2014-01845, 3005099803-2014-01846, and 3005099803-2014-01847 for the associated device information. It was reported to boston scientific corporation that three resolution clip devices were used in a procedure. (Exact date unknown) according to the complainant, during the procedure, three hemostatic clips grasped and locked onto tissue; however, the clips failed to release from the catheter. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. The complainant was unable to provide the lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported issue of clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Medwatch will be filed.